Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge change error occurred. Subsequently, the customer received a minimum fill notification after filling the cartridge with 230 units of insulin. Customer's blood glucose level was 102 mg/dl. In addition, it was reported that an occlusion alarm occurred. Customer reverted to manual injections for insulin therapy.